Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. Wrong lens power (22.0d) was inserted into the eye. The lens was removed and a (19.0d) was implanted. No patient injury. No product malfunction. Cause of this incident was technical error.

Manufacturer narrative:
Concomitant: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:results - visual inspection of the returned product found the lens in three pieces. Piece of the haptic and piece of the optic are torn off and missing. Lens was returned in liquid. Conclusions - (user error caused event).based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was technical error. (B)(4).